Event description:
It was reported that during a intravascular ultrasound (ivus) imaging procedure a tip detachment occurred. The target lesion being treated was located in the left main coronary artery (lmca). A non-bsc stent was deployed in the lmca. An atlantis sr pro ivus imaging catheter was then advanced to the distal lmca to confirm that the stent was well positioned and well apposed. During pullback of the atlantis catheter it was noted that the catheter had separated into 2 pieces. Approximately 1 cm of the radiopaque tip portion of the device had broken off inside of the patient. The physician tried to retrieve the detached portion using a slipknot, however the tip got stuck in the proximal part of the deployed stent. It was decided to deploy another stent trapping the detached portion of the device between the 2 stents in the proximal part the lmca. The previously deployed stent remained well positioned and well apposed. It was noted that no excessive force was applied to the atlantis catheter at any time during the procedure. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).